Manufacturer narrative:
Visual inspection: no abnormalies detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section adjustment test). Computer controlled test: the results show that the valve is not operating within the acceptable tolerance in the hoirzontal position. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Result: based on our investigation, we confirm that the valve was not adjustable and showed an accelerated outflow at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx424t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 7 months. Height: 94 centimeters (cm). Weight: 11 kilograms (kg). Gender: male. Same event as medwatch# 3004721439-2022-00281.